Manufacturer narrative:
Device evaluated by MFR: the device was received trapped inside a guide catheter. An examination of the guide catheter identified that the guide was severely stretched and ravelled. An examination of the mustang device found that it was severely stretched at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system during the procedure. It was not possible to withdraw the device from the guide. As a result the guide and device were dissected at various locations along their lengths. The balloon was eventually withdrawn. The balloon was tightly folded. As part of the dissection the tip section of the device was cut off. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the superficial femoral artery (sfa). After a 5fr non-bsc introducer sheath was advanced, a 6.0 x 200, 135cm mustang¿ balloon catheter was advanced for dilatation. However, after dilatation, the balloon would not come back through the sheath. The balloon and the sheath were removed as one unit. The procedure was completed with a larger sheath and a different balloon catheter. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the superficial femoral artery (sfa). After a 5fr non-bsc introducer sheath was advanced, a 6.0 x 200, 135cm mustang balloon catheter was advanced for dilatation. However, after dilatation, the balloon would not come back through the sheath. The balloon and the sheath were removed as one unit. The procedure was completed with a larger sheath and a different balloon catheter. No patient complications were reported and the patient's status was fine.